Event description:
A 20 gauge device placed in emergency department in the pt's right hand. Leakage noticed from site and clear opsite dressing removed. Distal tip of the catheter had been detached and was no longer visible. Surgery was performed upon the pt and the portion of catheter was removed from the vessel. Thrombosis had occurred in the segment of the vessel in which the portion of catheter was located. The pt had an extended stay at the hospital because of the incident, but has fully recovered from the incident pertaining to the dislodged catheter. No additional information regarding pt information was received.